Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 6949-58 implanted: (B)(6) 2005; 4574-45 crdm non-defib lead, implanted: (B)(6) 2005; 4194-78 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).